Event description:
Abbott diabetes care (adc) received a medwatch report submitted by a family member/friend on behalf of the customer, which reported the following information: a high reading issue with the abbott diabetes care (adc) device was reported. The customer received a high scan of 55 mg/dl on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer reported experienced symptom described as confusion and "beginning to lose consciousness" however, there was no report of them losing consciousness. The reported indicated that they tempted to treat the customer with orange juice but was unsuccessful therefore, they called the paramedics. Upon the paramedics arrival, a blood glucose result of 28 mg/dl was obtained and the customer was administered intravenous glucose for treatment. The caregiver contacted adc back but could not provide additional information as they were not with the customer. A sensor scan result of 55 mg/dl is indicative of hypoglycemia and therefore consistent with the reported treatment to increase glucose levels. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. All pertinent information available to abbott diabetes care has been submitted.